Manufacturer narrative:
The excor blood pump, s/n, (B)(6) on the patient at the time of the event was in use from (B)(6) 2023 until (B)(6) 2023 (3 days). We have reviewed the production records of the excor blood pump. This pump was produced according to our specification.

Event description:
Berlin heart inc. Was informed on (B)(6) 2023, that the patient in excor system had elevated ldh and pfhgb following hemothorax and prbc transfusion on (B)(6) 2023. Laboratory tests show that the patient's ldh increased to 1318 and ldh level is greater than 2.5x the upper limits of normal. The upper limit of normal for ldh at this site is 433. The excor blood pump is performing as intended with complete ejection and fill. There are no deposits noted in the excor blood pump, and no abnormal sounds from the pump.